Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was programmed to all possible configurations at varying outputs and pulse widths, but the stimulation persisted. The lead was programmed off.